Event description:
The customer reported that after the end tone was heard, the knife trigger returned, but the jaws of the device would not open. The device was cut out of tissue and another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.